Event description:
The bd precision glide needle was found to have some white substance along the needle hub. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.